Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event that occurred earlier in the day. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge but was unable to resume insulin due to a pump malfunction. Tandem technical support decided to replace the pump, and the customer reverted to an alternate method of insulin therapy.